Event description:
Balloon would not deflate, opened new product to complete the procedure. Manufacturer response for uterine manipulator, vcare (per site reporter), formal complaint filed. Complaint product was returned to vendor via ups.